Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center director reported that approximately six months following bilateral lasik, the pt had an enhancement in the left eye, due to blurred vision. In a follow up, the surgical technician reported that the event resolved with the lasik enhancement; however, the pt continued to report that the left eye was still slightly blurred. No further treatment is planned.